Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the host computer was experiencing a memory problem, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer inspected the system onsite and confirmed that the device gave a remote alert indicating the host computer was experiencing a memory problem. Fse onsite checked the logfiles, but no error was found. Fse therefore cleaned the memory card, which resolved the issue temporarily. However, a week later, the same problem occurred again. The failure part analysis of the defective host pc could not clearly determine the cause of the issue. Nevertheless, the replacement of the host pc and hard disk by fse solved the stated issue and restored system functionality. Following replacement, the system was restored to good operating order. The codes were updated based on the investigation outcome.